Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a previous follow-up, the right atrial lead had dislodged which resulted in a loss of capture and r-waves. The patient presented on (B)(6) 2016 for a scheduled explant procedure and had experienced a near syncopal episode. The lead was successfully explanted and replaced. The patient was doing fine post surgery and was discharged the following day.